Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that a male patient had an intra-aortic balloon (iab) inserted for a stemi 4 hours prior. The insertion procedure had no issues. The pump alarmed and the nurse found blood in the line. The vascular surgeon removed and replaced the catheter successfully. There was no patient death or injuries. The complication of bleeding is noted and the patient remains on iab therapy. Additional information received on (B)(6) 2011 from the distributor stated, the blood loss was not severe. It did not cause blood pressure to drop nor require a transfusion. Further information received from the distributor on (B)(6) 2011 indicated, the patient had been in really bad condition and have been using iab for a week; he passed away last week. The patient's death was not related to the default product, but the patient's own poor condition.